Manufacturer narrative:
High bg- 3221,3323,67.

Manufacturer narrative:
Additional information was received on 5/28/2016 that the replacement usb cable and wall adapter no longer charge the pump successfully. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer delivered a correction bolus via the pump. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged with a different usb cable. There was no impact to the customer's blood glucose level due to the usb cable issue. A replacement usb cable was sent to the customer. In addition, the customer reported experiencing a high blood glucose (bg) level that day (300 mg/dl). The customer delivered a correction bolus via the pump. The customer stated the cartridge and infusion set were changed right before experiencing the high bg. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.